Event description:
It was reported that this right ventricular (rv) lead exhibited multiple out of range shock impedance measurements of greater than 125 ohms. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.